Event description:
The additional patient identifier is (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 (the (additional) wrong patient identifier was previously reported), h4. In addition to the reported event, the pull wire of the jaw insert was found bent during device evaluation. Based on the results of the investigation, it is likely that the event occurred due to excessive force, wrong/improper handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the base of the opening and closing part of the grasping forceps was damaged. The issue was found during a therapeutic laparoscopic procedure. The physician switched to another grasping forceps and the same thing happened. The procedure was completed with a third set of grasping forceps. There were no reports of patient harm. This event is related to two device malfunctions. This report is being submitted for the second occurrence. The first device is being reported on medwatch patient identifier (B)(6).

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the parts for opening and closing the forceps were broken . The device history records (DHR) was reviewed and showed that the device was manufactured according to valid instructions and met all specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.